Event description:
It was reported to carefusion on (B)(6) 2010, that an infant's parent was suctioning the tracheostomy tube and noticed the depth markings on the suction catheter, part# t64c, were off by ½ to ¾ cm on several catheters. Additional information from user facility (B)(4) received 03/01/2010, "(B)(6) patient with tracheostomy is cared for at home by the patient's mother. Mother had been instructed to suction trachea with an 8 french catheter by inserting the catheter to a pre-determined mark on the catheter based on the size of the patient's trach. A couple of months ago, the mother noted that the 5 cm mark was closer to an actual length of 6 cms. The mom did not inform the home health agency that supplies the catheters to her, but she did develop her own work around whereby she posted the exact length to go down the trachea for suctioning and measured each catheter before suctioning since the markings were different from catheter to catheter. This improper marking of the catheter can lead to inserting the catheter too far, potentially leading to mucosal injury. When the patient was admitted to the hospital, the mother alerted the hospital nurses to the problem with the markings."

Manufacturer narrative:
(B)(4). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were noted. The sample was received and evaluated according to our internal inspection procedures, and the reported deviation of the depth markings was confirmed. Previous to this complaint, the only box dimension that was verified in process was the distance from the tip of the catheter to the 10 cm mark. This customer is reporting a lag from the tip to the 5cm mark. Re-inspection from the tip to the 5 cm mark of several catheters in the current process found some depth markings off by 1/2 to 3/4cm in both directions, shifted to the inside of the catheter and to the outside of the catheter when measuring. Two capas were opened to investigate these issues further: CAPA numbers (B)(4). All the material in the plant (finish goods or subassys) was re-inspected 100% and a quality impact evaluation was developed to release the material already processed. Review of the manufacturing process concluded that the inaccuracy of the line markings was potentially caused by multiple factors identified during the printing and cutting tubing process. One of the possible causes was the puller used to pull the tubing prior to cutting. This could cause a misalignment on the printed tubing. The puller was relocated so there was a shorter distance the tubing would travel during the run in order to assure better performance. Another possible cause was an inappropriate adjustment to the printing parameter called "encoder" which could cause the depth markings to be inaccurate. It was verified that all extrusion technicians are properly trained on the adjustment and setup of the "encoder". Extraordinary shrinkage caused by a different condition of extruder set up could also contribute. The puller and printing sensor were added to the preventative maintenance equipment in order to assure these two items are in good condition and help prevent this type of error. Additionally, it was determined to discard the use of a caliper to inspect the tubing and add a calibrated gauge. This will provide the user with a more effective inspection tool. The first article of the extrusion process will be inspected and verification will include verifying the 5 cm mark as well as between centimeters. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. (B)(4).